Manufacturer narrative:
No device/components have been received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during preventative maintenance the battery was low. The system was plugged into an outlet and it turned off. There was no patient present.